Event description:
A gore excluder aaa endoprosthesis was successfully used to repair an abdominal aortic aneurysm. Three days post procedure a CT revealed a distal type I endoleak at the right common iliac artery on the contralateral side. In 2006 an iliac extender component was successfully deployed during a second endovascular procedure which resolved the endoleak. The pt is reported to be doing well post operatively.

Manufacturer narrative:
H6: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.